Event description:
The customer reported a pt with anaphylactic shock approx 15-20 minutes after an examination with a scope processed with disopa. The pt presented with itching, redness of the skin, and hypotension with a systolic of 90mm/hg. The dr reported that he believed that the reaction was, because the pt noncompliant with instructions to remain in bed, as the reaction occurred when the pt got up to use the restroom. The pt was treated with a cholinolytic drug and was recovered by the next day. The pt has had the same examination six to seven times prior to the examination with the reaction.